Event description:
Caller states the patient tested 5.9 inr on the coaguchek xs system and 8.9 inr on a comparison lab. Coumadin was held for 3 days and then reduced to 2.5mg. Information not provided to indicate which result this action was taken on. No adverse event reported. Requested return of suspect system and replacement was sent.